Manufacturer narrative:
This complaint was from a medwatch report filed by a patient who gave no contact information. Hence, it was not possible to follow up in any way.

Event description:
Patient had 25 ect sessions. Claims permanent brain damage, unable to work for 12 years, had to relearn how to read and write and on disability at a young age.